Manufacturer narrative:
The device has not been returned for evaluation and no images have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
Upon removal of the stylet, the catheter pulled back and bunched up. Saved PICC and left PICC indwelling in patient. PICC flushed. PICC in place for 2-3 days. The PICC would not remove from the patient so patient transferred to (B)(6) hospital, (B)(6) on (B)(6) 2019 for PICC removal.